Manufacturer narrative:
The customer did not supply the patients' demographics such as age, date of birth, sex and weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. The patient's sample was received by the beckman coulter (bec) complaint handling unit (chu). Analysis on the laboratory's access 2 immunoassay system (serial number (B)(4)) confirmed the customer's results. Interference testing was performed and did not identify interference as the cause of this event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated free triiodothyronine (access free t3) result for one patient on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient clinical file. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and obtained a similar result above the assay's normal reference range. The customer also analyzed the patient sample on an alternate methodology (abbott i2000) and obtained a discordant, lower free triiodothyronine result within that assay's normal reference range. The patient's human thyroid-stimulating hormone (access htsh) result and the patient's free thyroxin (access free t4) result were within normal reference ranges. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.